Event description:
Complaint - the head section would not go down with CPR lever.

Manufacturer narrative:
Tech found the bed in bed shop. Found - the head section would not go down with CPR lever, but will go down using the siderail controls. Cause - the CPR valve was stuck. Replaced the CPR valve to resolve this issue.